Event description:
International customer reported that an air leak was observed five days after initial activation of the device. The device was removed from service and exchanged. The surgeon opines the leak to originate at the connector.

Manufacturer narrative:
Date sent to the FDA: 2/22/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-00110 for the other medwatch. The same pt is represented in each medwatch.